Event description:
It was reported that the procedure was to treat the rca. Anotehr company's guiding catheter and guide wire were used in the case. The lesion was difficult and the stent would not cross. When the stent delivery system (sds) was pulled back to reposition the guide wire, the guide wire felt unusual. The devices were removed as a single unit. When the devices were outside of the patient, the stent was found crushed on the end of the guide wire. Reportedly, there was no patient injury.